Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The user facility reported the patient had a cp placed to support the patient admitted in with a cardiac history and new acute myocardial infarction with cardiogenic shock. The pump was supporting but the team was repositioning the pump (there was elevated pfhg) the pump came out of the left ventricle into the aorta. The team then observed the pump to prolapse/kink upon itself. The team had to place a balloon into the aorta to assist with the pump removal. The pump was removed and replaced.

Manufacturer narrative:
Additional information b5, h6. Correction h6.

Event description:
Additional information received the device was discarded.

Manufacturer narrative:
Updated information: b1 brand name updated. D4 serial number updated.

Manufacturer narrative:
Reportability status has been updated.